Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2018-02457, reference MFR. Report: 1627487-2018-02458. The patient was implanted as part of a clinical study and device information has been requested but not yet provided. It was reported the patient experienced ineffective stimulation. One of the leads appeared to be on the anterior motor nerve, as confirmed by x-rays. As a result, the physician explanted two of the patient¿s leads and replaced them with two new leads. The third lead was left in place. Postoperatively, effective therapy was restored. Note: all of the patient's leads are being reported because it is unknown which leads are liable.